Event description:
The patient reported bumping the implantable neurostimulator really hard. Since that time, she reported wires were bulging over the implant, she had no stimulation sensation and she was unable to adjust the stimulation. The patient was at home. Her status was reported to be "fair". The patient was encouraged to contact her health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.